Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips were malformed. Some of them were teardrop-shaped. Some of them were not completely closed. Another device was used to complete the case. There were no adverse consequences to the patient. One device and malformed clips will be returning.

Manufacturer narrative:
(B)(4).